Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Supplemental medwatch. Zimmer biomet complaint number (B)(4). The following sections have been updated: h2: follow up type . A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that the implant placed in dental site 8 was removed due to infection.symptoms as a result of the event: abscess, pain and swelling.